Event description:
It was reported that during a surgical procedure, after approximately one and a half hours, (¿large lower pole stone¿) the laser stopped working without displaying an error. Additionally it was noted that the ¿green light¿ was illuminated indicating that the laser was powered on and the display screen was blank. Due to the laser malfunction the procedure was aborted. No injury to the patient was reported.